Manufacturer narrative:
The event of granuloma and migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported through company representative " massive rupture" and "quite sick and had a lot of pain". Later patient reported ¿implant ruptured within 5 years of being implanted and has silicone throughout the upper chest area including granulomas of silicone in my axilla causing constant pain¿ and ¿body was so inflamed by the original free floating silicone that it attacked the new implants & I cannot get the old silicone removed which will result in a lifetime of pain and living with the health problems¿, ¿deliberating migraines" , ¿severe anxiety requiring medication¿ ,¿joint pain all through my body¿ ,¿major hair loss¿ , ¿my eyesight became affected, severely dry eyes requiring constant lubricating eyedrops & blurring", "extreme fatigue ¿ , ¿brain fog that has affected my ability to maintain long conversations¿ , ¿waking constantly throughout the night¿ , ¿a constant need to urinate¿ , ¿extreme itching¿, ¿vomiting and nausea when the pain flares badly¿, ¿silicone free floating in my chest wall, under my breast and granulomas have formed in my left axilla causing constant pain in my left shoulder area and down my arm with my left hand quite regularly going numb and affecting my work¿, extremely frustrated being informed that these symptoms are permanent". This record is for the left side. Device has been explanted.

Event description:
Patient reported through company representative " massive rupture" and "quite sick and had a lot of pain". Later patient reported ¿implant ruptured within 5 years of being implanted and has silicone throughout the upper chest area including granulomas of silicone in my axilla causing constant pain¿ and ¿body was so inflamed by the original free floating silicone that it attacked the new implants & I cannot get the old silicone removed which will result in a lifetime of pain and living with the health problems¿, ¿deliberating migraines" , ¿severe anxiety requiring medication¿ ,¿joint pain all through my body¿ ,¿major hair loss¿ , ¿my eyesight became affected, severely dry eyes requiring constant lubricating eyedrops & blurring", "extreme fatigue ¿ , ¿brain fog that has affected my ability to maintain long conversations¿ , ¿waking constantly throughout the night¿ , ¿a constant need to urinate¿ , ¿extreme itching¿, ¿vomiting and nausea when the pain flares badly¿, ¿silicone free floating in my chest wall, under my breast and granulomas have formed in my left axilla causing constant pain in my left shoulder area and down my arm with my left hand quite regularly going numb and affecting my work¿, extremely frustrated being informed that these symptoms are permanent". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of migration and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, granuloma and rupture.